Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for routine follow up. Review of the egms showed a vf episode, and noise in the rv channel and in the atrial channel. Possible external source was discussed. The physician will follow up with the patient in one month. No adverse consequences to the patient after the event.